Event description:
On call sq remodulin, pt's mother stated father dropped ms3 pump in tub. Sending new ms3 pump. No other info is known. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.